Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer informed technical support that they did troubleshooting and found out that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving motor fault, ventilator inoperable, low minute ventilation (ve), low peak inspiratory pressure (pip), and circuit disconnect alarm. The customer confirmed that there was no patient involvement associated with the reported event.